Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer 5 failed and does not open during the recovery process. The customer attempted to recover the drawer and rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie drawer had failed. A field service engineer (fse) ran diagnostics, replaced the latch inseparable, and successfully tested the unit to confirm proper operation. The system functioned as intended after field service engineer repaired the device.